Manufacturer narrative:
Evaluation codes: results - a visual inspection of the returned product shows the cartridge tip is damaged. The lens has a haptic torn off. There is clear surgical residue on the lens and cartridge. There was another cartridge returned with no visible damage. Conclusions - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that they were loading a 21.5 diopter aspheric collamer lens in a cq cartridge and noticed what looked like a crack in the loading end where the trailing haptic sticks out of and the haptic tore off upon advancing due to getting caught in the crack in the cartridge. No pt contact.